Event description:
During a pci treatment procedure, the quantum maverick monorail balloon ruptured at 12 atms, the lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a goodman guide catheter and a neos guide wire to cross the lesion. The quantum maverick balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as `good.'